Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient developed frank hematuria with lactate dehydrogenase greater than 800, consistent with suspected hemolysis. Transthoracic echocardiography demonstrated the impella at an appropriate depth, though slightly posterior near the mitral valve apparatus. Hemolysis concerns were discussed with the intensive care unit team, who planned to involve interventional cardiology regarding potential repositioning. The team elected to begin weaning the impella cp by reducing pump speed, during which the patient¿s urine cleared. The impella cp was subsequently explanted.

Manufacturer narrative:
A4 added weight as it was omitted from the initial report that was submitted.

Event description:
Clinical assessment: 66-year-old male patient presented with amics. Impella cp implanted, with noted profound hypertension. Hemolysis suspected via frank hematuria and elevated ldh. Discussed checking pump position, however began weaning by decreasing pump speed. During weaning, urine cleared and pump was later explanted. The impella cp will be coded with hemolysis as it is a known risk in the IFU and seemed to resolve when patient was weaned off support. Additional information was received. The medical doctor did not feel that the device repositioning was warranted after in-depth discussion. No other interventions were attempted other than volume status optimization. The device is not available for return.

Manufacturer narrative:
B1 added selection since the initial report was submitted. B2 revised selection as it was reported incorrectly on the initial report. B5 clinical assessment was omitted from the initial report that was submitted and was added. Additional information was also received and added. D4 added primary UDI number as it was omitted from the initial report that was submitted. H4 added device manufacture date as it was omitted from the initial report that was submitted. H11 investigation summary was omitted from the initial report that was submitted. Coding was provided on the initial report that was submitted. Investigation summary: the investigation has been completed. No product return. No data logs returned. Hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined due to lack of product and data logs returned. Use against labeling: the cause of the use against labeling was use related as the pump was primed with normal saline which was then correct upon the reps arrival to the site after implant.